Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve popped, so the balloon would not remain inflated. A replacement accessory kit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that the black check valve was not properly seated within the luer fitting. The balloon was then inflated with 25 cc of air. The balloon inflated properly, but upon the removal of the syringe, the valve backed out of the luer fitting. Although the balloon did not immediately deflate, the movement of the valve is an indication of a malfunction. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).